Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that he had bladder cancer removed about a week prior to the report. The patient reported that he had too much bladder flow since about a week prior. The patient was not feeling stimulation at the time of the call. It was noted that the therapy was not on. The patient turned the therapy on and was able to feel stimulation. The patient reported that they were going to increase stimulation and contact his doctor if symptoms continue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.